Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the importer arjohuntleigh, inc. (B)(4). (B)(4). When reviewing similar reportable events for enterprise 5000, 8000 and 9000 beds, we have not found any case with a similar fault description compared to the one investigated here: simultaneous electrical and mechanical CPR failure. Therefore there is no trend observed for a reportable complaint with this fault description. Based on the provided info it has been determined that in the reported event the user of the CPR function was not required because of an emergency situation. The failure was found during inspection of the device conducted by an arjohuntleigh technician. One of the observations made by the technician was a non-functioning backrest actuator - it was possible to move the backrest section into the up direction, however when the lowering operation of the backrest was requested by pushing the appropriate button on the hand control, no bed movement took place. Use of the mechanical CPR handle/lever did not bring the expected results either- the backrest section did not lower. Unfortunately, we have been unable to determine what was the cause of the malfunction of the backrest actuator at the first place. In summary the device failed to meet specifications, it was not being used at the time of event for pt treatment or diagnosis, there were no injuries sustained. Also there has been no emergency situation, the electrical and mechanical CPR failure has been detected by the arjohuntleigh technician during inspection of the device. Although in this event there were no health consequences to the pt, based on a potential for harm with high severity (in case of emergency situation) we have decided to report the event in an abundance of caution. Given the circumstances and the number of similar event, this incident appears to be rare failure. We shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
It was reported by the customer that all bed functions were not working. The device was inspected at the user's facility by an arjohuntleigh representative, who confirmed that the device is out of order - one of the issues found by the technician was the electrical and mechanical CPR functions were not working. The cprs' system failures were found by the technician in a non-emergency situation. The pt was not injured.